Event description:
During a lap appendix procedure, all of the staples remained opened, but the knife cut completely. Case was completed by firing another atw35 without incident. No patient consequence.